Manufacturer narrative:
(B)(4). Batch # n5426f. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot and batch.

Event description:
Could not fire. During the endoscopic lobectomy, could not fire with the blue reload. After surgery, the surgeon want to try test the device, found could not open the jaw. Another device was used to complete the surgery. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # n5426f. Device analysis: the analysis found that one ec45a device was returned with no apparent damage and with one ecr45b cartridge loaded in the device. The cartridge reload was received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.